Event description:
A customer contacted stryker to report that their device is no longer working. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer was provided with a replacement device. Stryker product assessment center further evaluated the device and verified the issue. A conclusive cause of the power issue could not be determined. The device was archived by stryker maastricht.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device is no longer working. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.